Event description:
Reporter alleged obtaining the results of 24.5 mmol/l, 19.0 mmol/l and 8.5 mmol/l back to back within 10 minutes on the compact plus system. Reporter stated he took insulin after the last result. Reporter takes 32 units of novomix 30 insulin in the morning. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).